Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaint for this lot number was found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiography, the tip of a 4f peripheral catheter became loose. The physician had acquired vascular access and while manipulating the catheter over a guide wire the physician noticed that the catheter tip was loose. The catheter was removed from the patient while still on the wire. No patient injury to report.